Event description:
It was reported that the vns patient was experiencing an increase in seizures after increasing her device output current from 0.75 ma to 1ma on (B)(6) 2014. The device output current was increased again to 1.5ma and the patient¿s seizure frequency had gotten worse than pre-vns baseline levels. The device output current was subsequently reduced to 0.75ma and the patient¿s seizure frequency had improved.